Manufacturer narrative:
(B)(4). This is a report of a patient who connected to the patient line prior to the line being properly primed for therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that the patient was connected to the patient line of their cassette during setup for peritoneal dialysis therapy on the homechoice device. Proper procedures per the user manual were reviewed with the patient. The technical service representative assisted the patient with ending therapy. The patient planned to restart therapy using new supplies. There was no injury or medical intervention indicated at the time of the report. No additional information is available.